Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a centrifugal pump system with tubing clamp shutdown during a procedure. There was no report of patient injury.

Manufacturer narrative:
The serial number provided was incorrect. One digit was wrong. The correct serial number has been added to the dedicated d.4.

Event description:
See initial report.

Manufacturer narrative:
The control panel and the drive unit were returned to the manufacturer site and the reported issue could not be reproduced and device worked within specifications. Based on available information and on the test results, the reported event could have been caused by poor contacts between the drive unit and the control panel and / or internal components due to oxidation / dirt accumulation.

Manufacturer narrative:
The model number/serial number initially provided was the incorrect one. Thus, the following corrections have been applied: event description provided in section b.5 has been updated with the correct product name. Product codes have been updated in section d.1. PMA/510(k) number has been updated in section g.4. The correct serial number has been added to the dedicated d.4 section and manufacturing date of device has been updated accordingly in section h.4. In section h.10 of the initial report it was incorrectly reported that: "h10: livanova deutschland manufactures the centrifugal pump system with tubing clamp. The incident occurred in sevilla, spain." Please consider valid the following: "h10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in sevilla, spain." Additional information: h.10: through follow-up communication livanova learned that the user replaced the affected device with another to complete the procedure. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a centrifugal pump 5 (cp5) shutdown during a procedure. There was no report of patient injury.